Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
User initially reported burning smell. Lamp wires burnt. On (B)(6) 2015 territory manager reports that the light source was only connected to the integra headlight. No one was harmed during the incident, the staff only wanted the unit to be checked by bts because they noticed a strange smell. The patient was not hurt and the case was not delayed.

Manufacturer narrative:
Integra has completed their internal investigation on 01/15/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer reported a burning smell from the unit and that the lamp wires are burnt. No burning smell was experienced during additional 15 minute burn-in of the unit. No burnt wires were observed during inspection of the internal assemblies. The reported complaint was not confirmed; no product malfunction. Nonconforming product report / nonconforming material report history: there are no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Repair history: repair number (B)(4) date created: 10/16/2015 repair number: (B)(4) date created: 10/21/2015 summary: user reported burning smell. Lamp wires burnt. Date closed: 10/26/2015 repair number: (B)(4) date created: 10/26/2015 summary: user reported burning smell. Lamp wires burnt. Date closed: this repair is still open repair number: (B)(4) date created: 10/26/2015 summary: user reported burning smell. Lamp wires burnt. Date closed: this repair is still open. Repair number (B)(4) date created 10/26/2015 summary: user reported burning smell. Lamp wires burnt. Date closed: this repair is still open. Complaint history: there are (B)(4) associated complaints reported for this product/complaint. Conclusion: no root cause analysis could be performed as the complaint could not be confirmed.